Event description:
It was reported that a user contacted support regarding dexcom g7 readings not displaying with an ilet system, after which the glucose readings appeared and a blood glucose value of 267 mg/dl was noted; troubleshooting and education were completed, and no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no report of injury, medical intervention, or hospitalization. Investigation included case review and user troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction or component failure and no reproducible alarm condition, with cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.